Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported the non osseointegration of one dental implant cm titamax implant 3.5x7 mm, but did not provide any other information about the case.